Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. Another resolute onyx des was implanted in the rca. Approx. 3 weeks post index procedure stent thrombosis in the lad was reported. The patient was treated by pci of the lad using a deb. The patient was on dapt at the time of the event. The investigator assessed the event as possibly related to the device and antiplatelet medication. The patient recovered.

Manufacturer narrative:
Cec adjudicated the event as subacute stent thrombosis-lad and commented definite stent thrombosis. If information is provided in the future, a supplemental report will be issued.